Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: upon further review, cook has determined that this event (report reference number (B)(4) is a duplicate of an event reported under patient identifier (B)(6) (report reference number (B)(4) additional information/clarification has been requested multiple times, with no response from the customer. The date of event and description of the wire shearing/separating are the same for both complaints, which were reported to cook by two separate employees of the facility in which the event occurred. Further investigation of this event (report reference number (B)(4) will be conducted under the file associated with patient identifier 394170 (report reference number (B)(4). This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: h6 - annex a. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The complaint device was returned to the manufacturer on 22jun2023. During the preliminary device failure analysis, it was found that the distal tip of the wire guide had unraveled/elongated.

Manufacturer narrative:
G4- PMA/510(k) #: k171997. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cope mandril wire guide "sheared off". Additional information regarding the event and patient outcome has been requested but is currently unavailable.